Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because half height cubie drawer 1-1 on the auxiliary cabinet failure accompanied by the error message "read write error." A field service engineer reseated the row board cable and replaced the retractor band to rectify the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced several isolated cubie failures. The customer observed a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.